Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that eleven days following a cataract extraction with intraocular lens (iol) implant procedure, she had problems with the lens. She went back to see the doctor and was told everything was fine. But later on found out and was told her vision had gone from being mostly nearsighted to now farsighted. Since then she hasn't been happy with her vision because her vision is only 20/150, and she is in fear of having surgery done for her fellow eye. Additional information was provided by the patient that during cataract surgery, the sack that holds the lens you were born with broke up and he did not implant the lens. About ten days after that, a different surgeon performed a vitrectomy and put the present lens in. However, he stitched it in the sunset position. She was then referred to a different surgeon to relocate the lens. In september 2020, she went to a fourth surgeon, regarding correcting the dislocated lens (again). He ordered a lens for the procedure; but, during surgery he did not replace the lens. He only repositioned it.